Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was running without user activation and running when in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the motor assembly and the motor sockets were found to be corroded, which may allow the activation of the hall sensors, and is a probable cause of the reported activation without user input.